Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) admitted for glucose monitoring and control [diabetes mellitus inadequate control] pen was malfunctioning [device malfunction]. Case description: this serious spontaneous case from ireland was reported by a consumer as "admitted for glucose monitoring and control(loss of control of blood sugar)" with an unspecified onset date, "pen was malfunctioning(device malfunction)" with an unspecified onset date, and concerned a patient who was treated with novopen (insulin delivery device) from unknown start date for "device therapy", , levemir penfill (insulin detemir) solution for injection, .0024 mol/l (dose, frequency & route used - unk) from unknown start date for "diabetes mellitus", , novorapid penfill (insulin aspart) solution for injection, 100 iu/ml (dose, frequency & route used - unk) from unknown start date for "diabetes mellitus", current condition: diabetes mellitus (type and duration not reported). On an unspecified date, the patient was admitted to the hospital for glucose monitoring and control. It was also stated that the pens were malfunctioning and breaking the cartridges that the patient refilled with. Batch numbers were requested. Action taken to novopen was not reported. Action taken to levemir penfill was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "admitted for glucose monitoring and control(loss of control of blood sugar)" was unknown. The outcome for the event "pen was malfunctioning(device malfunction)" was not reported.

Event description:
Case description: investigation results: novopen. No investigation was possible, because neither sample nor batch number was available. Investigation results: levemir penfill. No investigation was possible, because neither sample nor batch number was available. Investigation results: novorapid penfill. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case was updated with following: investigation results were added for the suspect products. Imdrf codes b,c,d and g were added for novopen. Malfunction filed and non-reportable field for novopen updated. Narrative updated accordingly. Final manufacturer's comment: 20-sep-2022: the suspected device novopen (specific type not known) has not been returned to novo nordisk for evaluation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen. H3 continued: evaluation summary. Investigation results: novopen. No investigation was possible, because neither sample nor batch number was available.